Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that a balloon ruptured occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 8atm. The device was removed using normal method without any problem and the procedure was completed with another of same device. No patient complication were reported and the patient was in good condition post procedure.

Manufacturer narrative:
E1 - initial reporter city : (B)(6). Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 2mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon ruptured occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 8atm. The device was removed using normal method without any problem and the procedure was completed with another of same device. No patient complication were reported and the patient was in good condition post procedure.